Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The leak and physical resistance were confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. B3: date of event estimated.

Event description:
A sterile indeflator device was returned. During functional testing of the indeflator, resistance was felt when pulling the handle. There was a sound of rod sliding through the half nuts when the handle was being pulled back and forth. The device failed at vacuum test. The device was not used in a procedure and there was no patient involvement. No additional information was provided.